Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings:.. Battery cap not returned w/pump at time of investigation. Test cap attaches to pump but continues to spin. Battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. Multiple unexplained por events observed in the bb.. Pump lost power during 24-hour basal test; unable to power pump back on. Evidence of moisture visible behind display lens/in battery compartment; leak test failed due to battery compartment leak.. Opened pump; evidence of moisture observed throughout pump internally. Unable to perform step 11; pump lost power before abb could be tested.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.